Event description:
It was reported that during implant it was not possible to screw the lead into the heart as the lead's helix would not extend. The lead was exchanged. The replacement was successful. There were no patient consequences.

Manufacturer narrative:
Section e1:additional reporter :certified nurse - els nagtegaal.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece. The lead was returned with the helix extended clogged with blood/tissue. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil.

Manufacturer narrative:
Correction: section d4: serial #, lot #, UDI #, expiration date corrected. Correction: section h4: manufacturing date updated.